Event description:
Reporter alleged obtaining a result of 340 mg/dl on the aviva combo system compared back to back with a result of 120 mg/dl on the aviva nano system when testing was performed within 10 minutes. Reporter stated that she felt the hypoglycemic symptoms of dizziness, aggressiveness and trembling. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the aviva combo suspect device system used. Reference medwatch report with (B)(6) for the aviva nano suspect device system used.